Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 15mg/ml for a total dose of 3.078mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient reported that their pump had been flipping and they have to manipulate the pump in order to use their personal therapy manager (ptm). On (B)(6) 2018 the patient stated the pump was mobile. On (B)(6) 2018 the pump was repositioned and the pump pocket was revised. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was pump migration. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study the cause of the pump flipping was not determined. The patient's baseline weight was (B)(6) lbs.